Manufacturer narrative:
Product analysis conclusion: the reported difficult to insert could not be confirmed on the pre-implant films available; therefore, the cause of the event could not be determined. Procedural angiograms showing attempts to insert the valiant captivia into the sentrant sheath were not available for assessment of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: product analysis: no deformation was evident to the seal or the remainder of the device. An in-house 24 french valiant delivery system advanced through the sentrant device with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracic endovascular aortic repair (tevar) procedure, the vamf4036c150te stent graft was unable to pass through the sentrant sensh2428w sheath. The sentrant was examined before use with no visible issues noted. The sheath was introduced without any difficulty. The stent graft was not forced into the sheath. The cause was unknown. The procedure was continued without the use of the sheath. There were no issues reported for the patient during the procedure.